Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer from the USA of peritonitis coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2010, the patient began treatment with dianeal pd4 ambuflex (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. On an unreported date in (B)(6) 2011, a peritoneal effluent culture was performed which revealed an unknown result. Treatment information not reported. On (B)(6) 2011, the patient was discharged. The outcome was not reported. It was not reported whether dianeal therapy was ongoing. An opinion of causality was not provided. The pd nurse declined to provide any information.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot number (gd881466). There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.